Manufacturer narrative:
Device was returned with the distal tip significantly twisted. The failure appears to have been due material fatigue due to the application of atypical force on the device during use. The patient was reported as having very hard sclerotic bone.

Event description:
It was reported that a surgeon using a pedicle probe to create a pilot hole had a portion of the distal tip break off within the bone. At the time he was inserting it with a mallet using a twisting motion. Vertebral body was very sclerotic. Tip left was left embedded in the bone.